Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation and the reported difficulty to remove were unable to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with with 90% stenosis, mild tortuosity and heavy calcification in mid the left anterior descending (lad) artery. After pre-dilatation, a 2.5 x 28 mm xience alpine stent delivery system (sds) attempted to cross with a guideliner, but could not cross the lesion due to resistance with the calcification. The device was removed from the patient's anatomy; however, there was resistance with the guideliner, and a stent strut was noted to be flared. A non-abbott balloon was used for additional dilatation and a new xience alpine was used successfully to complete the procedure. There was no reported adverse effect and no reported clinically significant delay in the procedure. No additional information was provided.